Manufacturer narrative:
(B)4).

Event description:
During follow-up, interrogation revealed episodes of ventricular fibrillation (vf). The patient did not receive therapy. The lead was explanted and a new one lead was implanted. The patient is in stable condition.

Manufacturer narrative:
Complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found an external insulation abrasion breaching the re cable lumen consistent with friction to the device can with no damage noted to the etfe cable coating. The inner lumen was found to be abraded in this location with an abrasion noted to the ptfe liner exposing the inner coil. An optim sheath abrasion was noted in one location consistent with friction to the device can with no damage noted to the silicone insulation beneath. The exposure of the inner coil in the abrasion zone most likely caused the complaint reported from the field. All other damage noted to lead body was consistent with that occurring at time of explant.